Event description:
It was reported that during the implant procedure attempts were made to implant the lead however it was found the patient has a silent atrium therefore the lead was removed and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned to the manufacturer. Analysis was performed with no anomalies found, but blood noted on helix mechanism.